Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported "failed upstream" which was not reproduced. The device underwent upstream occlusion testing and passed. All readings were found to be within specifications. There is evidence of upstream occlusions but it is unclear if they are true or false occlusion alarms. The reported condition was not verified. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced "failed upstream" during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.